Manufacturer narrative:
The event occurred on an unknown date in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from the effluent bag during treatment involving two units of prismaflex m100 set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph was provided for evaluation. A visual inspection was performed and the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.